Event description:
Primary surgery - the baseplate broke during implantation. The majority of the threads broke off and were left in the patient. The surgeon implanted another baseplate right next to the broken one.

Manufacturer narrative:
The baseplate broke during the primary surgery. There was no delay in surgery and another suitable device was available for use. The primary surgery was completed as intended. The device was returned to djo surgical for examination on (B)(6) 2014. A visual inspection of the returned device revealed that the central screw was broken. The surface of the broken face resembled a pattern of brittle fracture. There was significant plastic deformation to the threads of the screw distal to the fracture zone. There was no other significant damage to the device. The measurement of the minor diameter of the thread shows within the specification limits. The broken tip was not available for inspection. It was left in the patient. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) prior complaints on part number 508-32-104, rsp baseplate and (B)(4) prior complaints on central screw breakage issue. The root cause of the broken central screw could not be determined with certainty. The potential causes for this event include, high loading of the implant beyond the limits of design or improper installation and the conditions of the bone or the preparation of the bone prior to installation of the baseplate may have played a role in the screw breakage. The 6.5mm central screw on this device follows the path created by the 6.5mm guide tap. The guide tap follows the path of the 2.5mm drill bit but is designed to cut its way through the bone. The guide tap is sunk to the 30mm depth indicated on the tap and then the surface of the glenoid is reamed, removing some of this material. Thus the depth of the tapped hole is less than the 30mm length of the central screw. Bottoming out the central screw in the tapped hole could increase the stresses on the screw during installation. There are no indications from either the device history records or from the examination of the returned device that show a material, design, or manufacturing deficiency in the product.